Event description:
It was reported that the patient presented to the hospital on (B)(6) 2022 complaining of discomfort in left chest along with occasional hiccup feeling. Upon examination, it was noted that there was phrenic nerve stimulation on the right ventricular (rv) lead. The physician explanted and replaced the rv lead on (B)(6) 2022. The patient was in stable condition.